Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: n/a (not applicable). The intraocular lens was not implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the intraocular lens (iol) would not advance as it was stuck in the cartridge. The haptic tore. The event happened during handling but prior to insertion. It was reported that ¿there was patient contact by touching the eye but not inserted¿. During follow up, it was learned that there was patient contact with the iol, the iol was fully inserted, the patient was left aphakic, there was no vitrectomy, and there was no incision enlargement or suture required. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 05/16/2017. Device returned to manufacturer? Yes. Device evaluation: the product was returned for evaluation. Visual inspection with the unaided eye shows the product is damaged and incomplete, most probably to make removal and replacement possible. Considering the condition of the lens, additional analysis was not possible. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.